Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device falsely alarmed upstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom, determined to be caused by a failed ultrasonic sensor. The failed ultrasonic sensor was replaced.